Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the keypad buttons have become slow to respond over the past year, and that the buttons require multiple presses to obtain a response. He noted that the buttons still click and spring back as expected. The pt denied exposing the pump to water and cleaning products, and stated that he wears the pump in various places with a clip.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.